Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was not able to be completed as the history log was inadvertently cleared during the service process. However, the reported condition of system error 345 was verified as the device was found out of specification. The cause was determined to be a failing upstream thermistor. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed a system error 345 (¿thermistor disparity¿). The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.